Event description:
At 7:30 am, device = 214 mg/dl for patient. Customer stated patient was admitted the night before for hyperglycemia. Lab = 28 mg/dl at 7:58 am. Controls were in range. No treatment was given based on the device result, however, patient was given d50. A request was made for retun product and replacement product was sent.